Manufacturer narrative:
After its receipt, the ICD was first visually inspected. A spot of locally molten titanium was detected in the process. In a next step, the ICD underwent electrical testing. Matching the clinical observation, it was not possible to interrogate the ICD. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and damage to the electronic module, due to which the ICD could no longer be interrogated. Possible clinical complications that can lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation that result in a low-ohmic contact of the high-voltage conductors. The manufacturing process of the ICD was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 58 months, it was reported that the device could no longer be interrogated after two shock releases.

Event description:
After an implantation period of approx. 58 months, it was reported that the device could no more be interrogated after two shock releases.